Event description:
The stent came off the balloon and had to be removed.

Manufacturer narrative:
The catheter system was inspected to verify that the product was properly crimped during mfg. When the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon. When the device was examined the crimp marks were visible which indicates that the stent was properly crimped onto the balloon. We have not been able to determine any fault due to mfg. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, it is difficult to re-enact the exact conditions experienced during the clinical procure and therefore determine root cause.